Event description:
The customer contacted beckman coulter, inc. (Bci) to report low sodium (na) and calcium (calc) results and high chloride (cl) results were generated by the analyzer and reported out of the laboratory. Corrected reports were issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 2 of 3 reported by this customer. The erroneous sodium test results were previously reported in MDR 2050012-2010-00139 and represent event 1 of 3. This MDR is to report the erroneous calcium and chloride test results on one of two separate days, and represents event 2 of 3. Event 3 of 3 is to report erroneous sodium, calcium and chloride on the second of two separate days.

Manufacturer narrative:
Prior to each event the ise (ion-selective electrode) system was calibrated and quality control (qc) results were within the lab's established ranges. On two consecutive days, about 2 hours into the routine run, the operator noticed that all na results were low. Samples were repeated and amended reports issued for low na and calc results and high cl results. The twice-weekly flow cell maintenance procedure using sodium hypochlorite has been in use since july 2008. The ise system was calibrated and qc was run 3 times each day. The bci engineer decontaminated the flow cell tubing and replaced the ise reagents. A clear root cause was not identified. As of (B)(4) 2010, there were no further calls to beckman coulter inc hotline for ise problems. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events. MDR 2050012-2010-00139 was originally filed for this event. During this retrospective review, it was determined that additional mdrs were required. This MDR is related to the following mdrs that have been reported: 2050012-2010-00139, 2050012-2011-07423.